Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to have been discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Through implant patient registry it was learned that a 21mm 11500a valve was explanted after two (2) years, one (1) month, due to early prosthetic degeneration, stenosis (progressive gradients) secondary to pannus. The valve was replaced with autograft and valsalva graft (rv-pa conduit). Per medical records, the patient presented. Underwent a ross and modified konno procedure, and ascending aorta graft replacement. Intraoperatively, the existing prosthetic valve was removed by bluntly freeing the pannus that had developed over the sewing ring and valve posts. There was also significant subvalvular pannus that had developed under the valve in the lvot which was completely removed. The explanted device was replaced with pulmonary autograft supported with a 30mm valsalva graft. Tee showed a well-functioning rv-pa conduit. The patient was transferred to pediatric intensive care unit in stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.